Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient experienced discomfort in the pocket after implant which was described as a shock at the battery site. The rep had no other information and indicated that the doctor would not provide patient names and would be upset at requests for additional information.